Manufacturer narrative:
Based on information provided by the health care providers it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign body was not returned to kci for identification therefore, kci was unable to confirm identity of the foreign object. Kci is filing this report due to possible use error as a foreign body alleged to be a kci product was left in the patient's wound and required surgical intervention to remove. V.a.c. Therapy labeling warns: "...always count the total number of pieces of foam used in the wound and document that number on the drape and in the patient's chart. Also document the dressing change date on the drape." "V.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."

Event description:
It was reported that a patient with multiple traumatic wounds to his right leg, hip and thigh was treated with v.a.c. Therapy in both the acute and home care settings. It was reported that the patient was seen by the physician on (B)(6)2010, for routine exam and presented complaining of pain. A CT scan was ordered for the area but findings were inconclusive and the doctor suspected an abscess. The patient was admitted to the hospital on (B)(6)2010 for incision and drainage of the right leg. The surgeon performed an incision and drainage on (B)(6)2010 at which time the surgeon discovered a retained foreign body, described visually by the surgeon as "kci black foam". The foam was not measured nor was it sent to pathology for identification. The patient was discharged home on (B)(6)2010 and resumed v.a.c. Therapy on (B)(6)2010. On (B)(6)2010, the wound care nurse stated that the patient's wound continues to heal and patient was in good condition.